Event description:
When the surgeon was using the lithovue standard deflection disposable digital flexible ureteroscope during a case, the handle of the scope broke off. The scope was replaced and there was no harm to the patient.